Manufacturer narrative:
During explant surgery, the surgeon identified the lens as being a competitor's' lens. As such, this file is no longer reportable to the FDA.

Manufacturer narrative:
As the lens remains implanted it is not available for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. No similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Reports of opacification for the reported lens type remain rare. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
It was reported that approximately six years post-implant of an intraocular lens (iol) into the right eye (od), the physician noted that the lens appeared to be opacified during a slit lamp examination. The surgeon found deposits/precipitates within the iol material. The opacification was noted at the lens interface, specifically on the front to back of the lens, in the lower central spot. The patient's best corrective visual acuity (bcva) has decreased (20/20 postoperatively to 20/40 currently). The surgeon reports being unsure of the cause of the event. The patient¿s prognosis is good, and the surgeon plans secondary surgical intervention to include lens explant.